Event description:
The customer representative reported that during the procedure they got a blood leak alarm. After aborting the procedure, a "black" fluid was observed by the bowl. In a follow-up on (B)(6) 2015, the clinical services specialist (css) asked the customer representative whether the liquid observed was blood or the grease that the machine uses. The customer representative stated on (B)(6) 2015 that according to the technical support in place it looks like it was grease, although the customer was saying that it was a long time ago since they used grease and they put it in the right place. There was no sign of a blood leak. No service order was generated. Pictures were returned for investigation.

Manufacturer narrative:
A batch record review of lot c904 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, leak centrifuge alarm. No trend was detected for this complaint category. No CAPA was initiated for complaint category, leak centrifuge alarm. Product return analysis feedback: photos were returned for analysis. The photos showed that the centrifuge bowl seal had lifted and some liquid had leaked out thus causing the leak alarm. The photos also showed a black mark on the underside of the cap at the top of the bowl which is typical when a bowl seal lifts under these conditions. The cause for this black mark is unknown. The bowl supplier also confirmed the bowl seal leak after examination of the photos. The potential causes of this type of leak are elevated system pressure or improper installation of the bowl into the centrifuge. The device history record (DHR) for this lot of bowls was reviewed and no related issues were found. This is an isolated event for this lot. No corrective action is planned as a root cause was not determined. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).